Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons fall apart [device breakage]. Case narrative: consumer reported via social media that tampons fall apart. No injury reported.